Event description:
The nurse was administering the enema when the pt became diaphoretic and complained of lower abdominal pain at which point the nurse stopped administering the enema. He expelled the contents of the enema and there was a small amount of blood expelled as well. The doctor performed a sigmoidoscopy and observed a rectal tear. The pt was hospitalized until 12/21/97 and received antibiotics and observation. During his hospitalization he experienced an elevated wbc, nausea and vomiting, and a low grade temperature. He has had a follow-up doctors visit post hospitalization and no add'l treatment was needed.